Event description:
Complainant alleges breast implants caused lower back pain, scarring, hair loss, breast infection, detachment of the chest wall, tendonitis, itching, loss of areolas, depression and anxiety, swelling, bleeding and audio-immune disease, fibromyalgia and possibly scleroderma.